Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying a "monitor service disconnect" error message. The customer found that the switch was not connected. They reconnected the power cord to the switch, which resolved the problem. No patient harm was reported. Investigation summary: the customer reported loss of patient monitoring on the cns. The customer later reported that the issue was resolved. The customer discovered that one of their switches was not powered on due to an improper cable connection. As such, the root cause of the reported issue is related to use error. There is no evidence of an nk device malfunction. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 12/13/2021 emailed the customer via microsoft outlook for all missing information in the list above: no reply was received. Attempt # 2: 12/14/2021 emailed the customer via microsoft outlook for all missing information in the list above: no reply was received. Attempt # 3 12/15/2021 emailed the customer via microsoft outlook for all missing information in the list above: the customer replied by stating, "not available."

Event description:
The customer reported that the central nurse's station (cns) was displaying a "monitor service disconnect" error message. There was no patient harm reported.

Manufacturer narrative:
According to the customer, they found out that the switch was not connected. They reconnected the power cord to the switch to resolve the problem. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) is displaying monitor service disconnect. There was no patient injury reported.